Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted the reload was fully fired. The anvil clamping mechanism was deformed. Pmv performed functional testing which included the reload was loaded into a pmv instrument for functional evaluation. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was applied to test media without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a radical gastrectomy procedure. The staples could not deploy.